Event description:
It was reported that the left ventricular threshold was 3.1 volts through the analyzer and 6 volts through the device. The left ventricular lead was removed from service. No patient complications have been reported since the lead was removed from service.